Event description:
It was reported that the lead had diminishing r-waves. After the sensing polarity was changed, the device accrued over 12,000 short interval counts. Sensing on the lead was then programmed from integrated bipolar to true bipolar. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had diminishing r-waves. After the sensing polarity was changed, the device accrued over 12,000 short interval counts. Sensing on the lead was then programmed from integrated bipolar to true bipolar. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed there was oversensing. There were 2 ventricular fibrillation episodes with less than 200ms average v-cycle lengths on (B)(6) 2010. Analysis also noted interference/noise was present. The ventricular short interval count avg/day (B)(6) 2010 was greater than 900.